Manufacturer narrative:
Batch review performed on 02 june 2023: lot 2108196: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional device involved in the event, batch review performed on 02 june 2023. Reverse shoulder system 04.01.0171 glenosphere 42xø24.5 lot. 2004023 lot 2004023: (B)(4) items manufactured and released on 27-april-2021. Expiration date: 2026-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 months after the primary, the patient came in reporting pain due to shoulder luxation and the cause is unknown. The surgeon revised the glenosphere, liner, and metaphysis, lateralizing on the glenoid and humeral side. The surgery was completed successfully.